Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to report that the receiver displayed a firmware error on (B)(6) 2016. The patient's mother did not report injury or medical intervention. No additional patient or event information is available. It was reported that a pediatric patient was using a receiver approved only for adults. It should be noted that the dexcom g4 platinum continuous glucose monitoring system states: the dexcom g4 system is not approved for use in children or adolescents, pregnant women or persons on dialysis. The complaint device was not returned for evaluation; however, the data log was provided by the patient. It was downloaded and reviewed on 01/28/2016 confirming the reported event of misc. Firmware.

Manufacturer narrative:
(B)(4)

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and there was no failure detected related to the complaint. The receiver log was reviewed and no errors were observed. The reported event of a firmware error was not confirmed. A root cause could not be determined.